Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jan/2012. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified a curved opening on the posterior, wear/abrasion, a crease fold and the weight to the specification. A visual and microscopic analysis was performed which identified a sharp crease opening on the posterior and stress marks. Based on the device analysis the final assessment is: a sharp crease opening on the posterior assessed as a fold flaw opening. The events of capsular contracture, pain and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, pain and lump/nodule.

Event description:
Patient reported right side "hardening of the breast more than 2 months after a mammogram and a lump or thickening in or near the breast or in the underarm area" and moderate pain. Additionally, healthcare professional reports capsular contracture, baker grade unknown and implant exchange. Device has been explanted.